Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): this report is for one unknown helical blade. Part and lot numbers were not provided by the reporter. (B)(4): the subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient reported for a follow up visit and according to the review of the x-ray images, the surgeon believes the statically locked helical blade may have backed out slightly. It was reported that the surgeon locked tfn-advanced proximal femoral nailing system (tfna) statically with torque limiter and black shaft driver. There was no harm to patient; patient did not complain of pain or discomfort. There was no surgical delay reported during the initial surgery. This report is for one unknown helical blade. This report is 1 of 1 for (B)(4).